Manufacturer narrative:
Block b3: exact date unknown, event occurred couple years ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patients ipg was no longer providing relief. The patient underwent a system explant procedure. The explanted devices will not be returned.